Manufacturer narrative:
(B)(4). One used forceez20 generator was received for evaluation. The investigation found that the unit's fuse clips were spread open and did not have full contact to the monopolar port pins. The reported condition of no coagulation was confirmed. The investigation isolated the failure to a degraded solder connection on the monopolar port fuse clips. The fuse clips were replaced, and t10 was replaced as a preventative measure. A review of the appropriate device history records indicates that previous rework performed on this serial number is not related to this evaluation.

Event description:
See customer medwatch report #(B)(4). The customer had originally reported that the forceez20 unit failed to coagulate. The customer later reported via medwatch that the forceez20 generator was used during a transurethral bladder resection and several hours later the patient was returned to the operating room with bleeding from the bladder. The amount of blood loss was not known, but it was stated that there was no transfusion needed. For the re-operation, a resectoscope was plugged into the same forceez20 unit that had been used for the original procedure, but when the resectoscope was activated, it did not appear to cauterize. A second footpedal was tried, but the resectoscope reportedly still did not cauterize. Another generator was then used and the procedure was completed successfully. The patient experienced an extended hospital stay as a result of this event. The site stated that the incident forceez20 unit was old and had been repaired many times. No further information is available from the customer site.

Manufacturer narrative:
(B)(4). Date of initial report : 03/03/2016. Date of follow-up report : 07/27/2016. Refer to customer medwatch report# (B)(4). The information below replaces the investigative information that was previously provided in error: one used forceez20 generator was received for evaluation. The customer's reported condition was duplicated. The investigation isolated the failure to the k1 relay. Relay k1 was replaced to address this issue. Another failure was detected that also may have caused or contributed to the reported condition: the fuse clips of the unit's monopolar port were found to be spread apart. The fuse clips were replaced to address this issue. A review of the appropriate device history records indicates that rework performed on this serial number is not related to this evaluation.